Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cooler heater unit gave a double leak current error. No audible tones or front panel alarm indicators observed. There was no patient involvement.

Manufacturer narrative:
This device was a loaner unit which was temporarily tested by this end-user and will be returned to subsidiary site.